Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed intermittent sensing. No interventions were made. The patient was stable.